Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the left eye of the endoscope was broken. The procedure was aborted to another endoscope with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. There was no left eye image, the right eye had poor focus at all distances, the attached endoscope adapter (aea) was damaged or had a friction issue, and the tip heater current was out of range. No image or procedure video was provided for review. A review of the log for the endoscope (pn 470027-64/sn (B)(4)) associated with this event was performed. Per logs, the endoscope was last used on (B)(6) 2021 on system sl0460. The endoscope had 1735 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer aborted after the start of the procedure due to an endoscope issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.